Event description:
During simulated training (non-clinical use), the roller pump displayed a "stopped: motor error" message and stopped. The pump was replaced. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.